Event description:
During replacement of a non-abbott pacemaker, the physician observed corrosion on the proximal portion of the right atrial (ra) lead. An elevated capture threshold had also been observed on the right ventricular (rv) lead. The ra and rv leads were both explanted and replaced. The patient was stable after the procedure. Additional information has been requested but not received. Related manufacturer reference number: 2017865-2017-05043.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found some surface cracking on the outer tubing but the insulation was not breached. All other damage found is consistent with that occurring at the time of explant procedure. Electrical testing did not find any indication of conductor fractures.